Event description:
It was reported that the communicator was in a valid radio frequency (rf) overuse condition due to frequent alerts and low to moderate rf interference. The alerts were due to high impedances out of range on this right ventricular (rv) lead. The patient was seen in office but not addressed at that time. Additionally, noise on rv lead was exhibited, probably due to myopotential oversensing. The boston scientific technical services (ts) discussed that too many alerts for ventricular tachycardia episodes occurred configuring off and causing rf overuse. The field representative indicated that clinic aware of the patient situation. The health care professional (hcp) indicated that the patient is totally immobile. The electrophysiologist confirmed that patient fractured both the right atrial (ra) lead and the rv lead. The plan is to implant a non boston scientific leadless pacemaker. The field representative was able to configure the vt alert off but not able to get patient to do status update. No adverse patient effects were reported. This rv lead remains in service.